Event description:
A hospital in (B)(6) requested a repair of an iw990 manual controlled infant warmer. During the repair it was noticed that the power fail alarm was not working. This was found during the repair and prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint iw990 manual controlled infant warmer was returned to our service centre in (B)(6) where it was inspected by a trained fph service technician. Results: during testing it was noted that the unit's power fail alarm did not function when the unit was disconnected from power. The root cause was identified to be the failure of a capacitor on the pcb board. Conclusion: the subject iw990 manual controlled infant warmer was released for distribution in 2003 and is more than 12 years old. It is likely that the replaceable super capacitor on the pcb board wore out over time. The super capacitor's function is to store sufficient electrical charge to power the warmer's visual and audible alarms in the event of a failure of mains power. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks including the power fail alarm at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications. The infant warmer was repaired and a new capacitor was fitted to the pcb. The subject infant warmer was returned to the customer after passing all the necessary safety and performance tests.